Event description:
It was reported that during a laparoscopic lobectomy surgery, could not fire farther after fired 1/2 when severing lung tissue on the 1th firing. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: 935a55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload present. The reload was received with the one-piece sled detached and unfired making it nonfunctional. In addition, 25 staples were noted to be missing along the staple line, these staples do not create a fluid path. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the missing staples and sled. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. A manufacturing record evaluation was performed for the finished device batch number 935a55, and no non-conformances were identified.